Event description:
It is reported that the surgeon was doing a left total knee arthroplasty using the mini 4-in-1 instrument. The 9" mini adjustable im guide was used and the instrument stuck in the intermedullary canal of the patient's left femur. After trying to remove the instrument from the patient's femur, the surgeon decided to cut the rod portion off of the guide. The rod was cut off at the level of the patient's most distal part of the femur. The portion still inside the femur was left in place, and the surgeon finished the case. A revision surgery has not been scheduled.

Manufacturer narrative:
The cause of the device getting jammed in the im canal could not be determined based on the available information. The femoral guide was cut off approximately 8 1/2 inches from the distal end of the device. The cut of section of the rod was not returned for evaluation and remains in the patient. The returned portion of the device shows wear and tear from usage. Device history records indicate that device manufactured to specification.